Event description:
Device malfunction: cuff miss and foot break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, a cuff miss occurred. The anterior cuff and part of the link were found outside of the arteriotomy. The physician, unaware that the foot was broken and connected to the anterior cuff and link, attempted to insert an 8fr sheath for an angioseal. The insertion of the sheath was unsuccessful; therefore, an attempt was made to pull the link out. The attempt was unsuccessful and the suture was ultimately cut. An echogram revealed that a fragment was identified at the puncture site. The broken foot and link were surgically removed from the patient anatomy and hemostasis was surgically achieved. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.